Manufacturer narrative:
The following updates were made to the report: evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
(B)(4).

Event description:
Capsule contracture.